Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to mishandling by the customer. The event can be prevented by following the instructions for use which state: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the distal tip of the evis eus ultrasound bronchofibervideoscope was missing and had come off. The event was identified prior to the procedure. There was no report of patient or user harm associated with the event since no patient involvement occurred.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the technical evaluation has confirmed the customer specified fault; the tip of the ultrasound probe was missing previous experience indicates this damage is typically a result of user handling. Additionally, the ultrasound probe distal end unit condition was damaged. There were broken fiber images. The biopsy channel condition (brush passage) was leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.